Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
On an unspecified date, the patient underwent coiling embolization treatment. During the procedure, it was reported that two implant coils prematurely detached inside the progreat catheter hub. The procedure was completed by using coils from another manufacturer. Same event as MDR# 2029214-2014-00766.